Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient experienced a perforation. The target lesion was located in the left anterior descending (lad) artery. The physician accessed the lesion using a 6fr introducer sheath, jl4 guidewire and a jr4 guide catheter. The jl4 guidewire was exchanged for a csi viperwire guidewire and a csi orbital atherectomy device (oad) was loaded onto it. The physician completed three runs with the oad and removed it from the patient. Post-atherectomy, the physician placed a stent in the lad. As a final angiogram was being performed, the patient started to complain of chest pain and a perforation was noted in the lad. The physician re-inserted a guidewire and consulted a CT surgeon. A balloon was advanced over the guidewire and inflated three times in an attempt to resolve the perforation. A second stent was deployed across the perforation to completely resolve it. The patient left the procedure in stable condition and was transferred to the ICU.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.